Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels since september of 300 (mg/dl). Correction boluses were administered to address bg levels. Customer stated there were multiple possible causes including stress, food cultural changes, polycystic ovary syndrome and bronchitis. Reportedly, the customer has already been in contact with their healthcare provider regarding elevated bg levels.